Event description:
It was reported that during a pph procedure, the device fired fine, but part of the plastic ring was stapled into the tissue. The tissue and the plastic ring are being cut out. No additional information provided.

Manufacturer narrative:
Info anticipated, but unavailable at this time.